Event description:
I used the dermaflash luxe face exfoliator and dermaplaning tool. Prior to using this device, I had minor acne breakouts once a month during my period but nothing more. After using this device as instructed on the box two times, I broke out in little clear bumps all over my skin. I immediately discontinued using the device and returned it to (B)(6). However the breakouts continued. My moisture barrier is destroyed and now I get giant red inflamed acne every two weeks since using it. The clear bumps remain on my skin months later and some of them have turned into giant red cystic acne. The acne scarring is terrible and I will probably have red acne scars on my chin for the next year or so. Maybe forever. The scarring is really bad. The acne is never ending. I have changed nothing else about my skincare routine but using this device and now I will be spending hundreds of dollars on products and dermatologists to get it fixed. Dates of use: (B)(6) 2019. Reason for use: to remove the vellus hairs from the face and exfoliate.